Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the bearing cage on the right slide rail for auxiliary drawer 2.1 broke off. A field service engineer (fse) unplugged the drawer to prevent further use until the new half-height drawer arrived. Auxiliary drawer 2 was replaced due to the missing bearing cage from drawer 2.1, and the pyxis module controller board (pmc) board was replaced because it was not functioning after installation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer. Drawer would not close and unable to saw anything behind when back was opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.